Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had occlusion of the subclavian vein and experienced pain and swelling. The right atrial lead was explanted on (B)(6) 2015. There were no complications related to the procedure and the patient was fine post procedure.